Event description:
In jan 1986 rptr had a hernia repair after having a c-section. The doctor used wire sutures. In may of 1995 rptr developed severe abdominal pain. The doctor did tests and found out the wire sutures had broken and scattered in her abdomen. Since then she has developed complications as a result of the removal of the broken wire sutures. Rptr had seroma pockets. The only way to treat them is to have the wound opened to heal. As a result it is causing rptr pain and suffering.